Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that telemetry cannot be established through the carelink monitor. The monitor is getting power, but no lights come on when pressing the power button and putting the antenna over the defibrillator. The monitor was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the monitor would not start interrogation. However, after further analysis was performed this failure disappeared, therefore a root cause could not be determined.

Event description:
It was reported that telemetry can not be established through the carelink monitor. The monitor is being replaced. No patient complications have been reported as a result of this event.